Event description:
The customer contacted verathon inc. Regarding a portable video monitor, gvl-2000 screen that is not lighting up all the way and the image is very dark and difficult to view. During troubleshooting of the reported event the customer tried several blades with the same monitor and the image is the same. No injury to patient was reported with this event. The device was returned for further evaluation.

Manufacturer narrative:
Service received the device for further evaluation. Through visual inspection of the lcd service confirmed that the image is very dark. Service replaced the lcd and image is back to normal. The lcd was the root cause of the reported event.